Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided information to reset the pump. The pump was successfully reset with no recurrence of the malfunction code, and the customer was advised to continue using the pump and to report back if the issue reoccurs.